Event description:
In an abstract titled "comparison of unilateral versus bilateral kyphoplasty in cancer-related vertebral fractures", a retrospective study of 112 patients who underwent 690 consecutive kyphoplasty procedures of the lumbar and thoracic spine, (410 in the thoracic and 280 in the lumbar spine) in a single institution. Some 310 levels were done through a bilateral approach and 380 levels through a unilateral approach. The following was reported in the results. In 13.3% of the levels cement extravasation was reported in the disk space and in 4.8% in the spinal canal. From the latter extravasations, 3 happened in the unilateral vs 2 in the bilateral group; none was symptomatic. No further information was reported. Note: the abstract did not discuss or include any applicable devices or products.

Manufacturer narrative:
Age at event: mean age 61.6 years (range 44-79 years). Sex: 57% males. Report source: abstract titled "comparison of unilateral versus bilateral kyphoplasty in cancer-related vertebral fractures," by ioannis papanastassiou, md, mohammed el eraky, md, phd, kamran aghayev, md, frank vrionis, md, mph, phd. Method: follow-up with author.